Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: don't know where it migrated to') in a 37-year-old female patient who had essure (batch no. 627748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2009, polycystic ovarian syndrome, frequency urinary and urination pain. Concurrent conditions included obesity and scarring. Concomitant products included ethinylestradiol;levonorgestrel (lo/ovral) from (B)(6) 2008 to (B)(6) 2009 for contraception as well as celecoxib (celebrex) since 2011, duloxetine hydrochloride (cymbalta) since (B)(6) 2011, gabapentin since (B)(6) 2018, ondansetron from (B)(6) 2012 to (B)(6) 2012 and tolterodine l-tartrate (detrol) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criterion medically significant), 2 months 20 days after insertion of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In 2009, the patient experienced rash papular ("rashes or skin conditions type: small bumps appear after a warm shower") and tooth disorder ("dental problems"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss (specify which one)"). In 2012, the patient experienced cystitis ("infection (bladder/ urinarytract/vaginal) type:bladder infection") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced complication of device insertion ("complication: that my right tube looked scarred (during implant procedure)"), urinary tract infection ("uti"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain") and hypersensitivity ("hypersensitivity"). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, migraine, cystitis, depression, anxiety, rash papular, tooth disorder, alopecia, nausea, weight increased, complication of device insertion, urinary tract infection, pelvic pain, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, complication of device insertion, cystitis, depression, device dislocation, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash papular, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: information received: was told by dr. That my right tube looked scarred (during implant procedure. Dr. Told after essure migration, he could not find it and removal efforts would cause more damage. Current weight 238 lbs. Patient received treatment for psychological injury, bladder infection, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded), migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events pelvic/chronic pain, abdominal pain, rash/skin condition, hypersensitivity were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: don't know where it migrated to') in a (B)(6)-year-old female patient who had essure (batch no. 627748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2009, polycystic ovarian syndrome, frequency urinary and urination pain. Concurrent conditions included overweight and scarring. Concomitant products included ethinylestradiol;levonorgestrel (lo/ovral) from (B)(6) 2008 to (B)(6) 2009 for contraception as well as celecoxib (celebrex) since 2011, duloxetine hydrochloride (cymbalta) since (B)(6) 2011, gabapentin since (B)(6) 2018, ondansetron from (B)(6) 2012 to (B)(6) 2012 and tolterodine l-tartrate (detrol) from (B)(6) 2012. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criterion medically significant), 2 months 20 days after insertion of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In 2009, the patient experienced rash papular ("rashes or skin conditions type: small bumps appear after a warm shower") and tooth disorder ("dental problems"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss (specify which one)"). In 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder infection") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced complication of device insertion ("complication: that my right tube looked scarred (during implant procedure)") and urinary tract infection ("uti"). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, migraine, cystitis, depression, anxiety, rash papular, tooth disorder, alopecia, nausea, weight increased, complication of device insertion and urinary tract infection outcome was unknown. The reporter considered alopecia, anxiety, complication of device insertion, cystitis, depression, device dislocation, menorrhagia, migraine, nausea, rash papular, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: information received: was told by dr. That my right tube looked scarred (during implant procedure. Dr. Told after essure migration, he could not find it and removal efforts would cause more damage. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded), migration of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case become incident. Lot number added. Event injury to herself removed and new events abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), migraines / headaches infection (bladder/ urinary tract/vaginal) type: bladder infection, psychological or psychiatric problems condition: depression and anxiety, rashes or skin conditions type: small bumps appear after a warm shower, tooth disorder, hair loss, location of device: don't know where it migrated to, nausea and weight gain were added. Reporter and patient demography added. Updated suspected drug indication. Medical history, lab data and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.